Event description:
It was reported that the customer's blood glucose level was elevated (value not provided) because the customer had not bolused enough for food consumed the previous night. Customer requested that tandem technical support remain on the telephone while customer delivered bolus. Bolus was delivered by the customer successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.